Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse, by product being put through excessive force or torsional overload, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported that patient underwent a left total knee arthroplasty on an unknown date in 2013. Subsequently the patient developed an infection and a competitor company¿s spacer molds and cement were used during a revision on an unknown date in 2014. On (B)(6) 2015, the patient was revised to remove the spacer molds and put in biomet knee products. During the procedure, the drill guide was locking and seemed to have stripped. Another drill guide was used to complete the procedure; however, a delay greater than thirty minutes occurred as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-01081).